Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Beginning on an unknown date, electrodes 0-7 were noted to have high impedances. The rep was able to get good coverage with the other lead. The patient was instructed to call and set up and appointment for reprogramming if anything changes. The cause was not known. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.